Manufacturer narrative:
Additional information: the reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens, -13.50/+3.0/080 diopter, had torn/broken before injection into the left (os) eye. This occurred on (B)(6) 2016. There was no patient contact and the lens was not implanted. Device evaluation: the lens was returned dry in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Work order search: no similar complaints were reported for units within the same lot. Corrected data: date received by manufacturer on initial report should be 12/02/2016. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens, -13.5/+3.0/080 diopter, had torn/broken before injection into the left (os) eye. This occurred on (B)(6) 2016. The lens was not implanted. As of the date of MDR submission, this lens has not been returned for evaluation.